Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were alerts triggered for rv defib lead impedance and svc lead impedance out of range on the right ventricular (rv) lead. Both, the rv coil and svc (superior vena cava) coil, impedances were high. Possible fracture of the defib coils was suspected. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.